Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at an unknown concentration and dose. It was reported when the pump was implanted the hcp tried placing the pump under the fascia and muscle; however, because the patient had such a small distance between her rib cage and her pelvis it was elected to just place it in subcutaneous layer, realizing that obviously there was some increased risk to that not healing as well. The patient was originally implanted for pre-existing spasticity after the trial of baclofen went well. Maintenance medications used during the implant procedure included ancef. At a procedure on (B)(6) 2003, it was determined the patient¿s pump was infected. Removal of the pump was performed. The catheter was removed with no evidence of cerebrospinal fluid leak. The abdominal incision was partly dehiscent. That was opened, and the pump was removed without difficulty along with all the tubing. The patient tolerated the procedure well and went to the recovery room in satisfactory condition. Patient medical history includes traumatic brain injury secondary to shaken baby syndrome, cerebral palsy with associated total body spasticity, hydrocephalus, seizures, chronic lung disease/asthma, recurrent pneumonia/aspiration pneumonia, history of respiratory failure, seasonal allergies, dysphagia with g-tube dependent feeds, possible hip dysplasia, tolerates omnicef well (less diarrhea than augmentin), gets pureed foods through g-tub along with pediasure. Surgical history includes ventriculoperitoneal shunt, gastrostomy tube, and tracheostomy status-post decannulation. The patient had difficulty remembering brain damage, and had loss of vision. The patient had gait and used a wheelchair; and the patient¿s level of consciousness was neurologically devastated. Medications that patient had taken include afos dx, cp r<(>&<)> l, astepro spray, klonopin, epipen, zyrtec, mucomyst, albuterol solution, multivitamin, fluticasone nasal spray, duoneb solution, oxygen, pulmcort, dantrolene, robinul, dulera aerosol, speech therapy evaluation and treatment, and omnicef powder. Allergies include gentamicin and vancomycin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.